Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with 3.5mm ti lcp superior anterior clavicle plate and screw construct on an unknown date. It was reported the surgeon could not remove the device for the first planned removal of hardware and the surgeon left the device in place. Reportedly, the patient developed an infection. Patient was returned to the operating room on an unspecified date for removal of hardware. No further information was provided. This report is for the second revision surgery. This report is for an unknown pliers. This is report 5 of 6 for the same event, complaint (B)(4) .

Event description:
Initial operation was on (B)(6) 2011. Removal attempt was at the (B)(6) 2012. During this operation following unknown devices broke, one screwdriver, one cutting pliers and one extractor.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown pliers. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
This complaint pertains to broken instruments from initial planned removal attempt. This is report 6 of 7 for complaint (B)(4).